Manufacturer narrative:
The compressor was investigated by our distributor. The motor capacitor and mains power inlet were replaced, and the compressor passed all functional and safety tests and was cleared for clinical use. The replaced parts were not returned for investigation. The motor capacitor is a start capacitor for the compressor motor and the mains power inlet holds for the mains fuses and the on/off switch in one complete unit. Any anomalies in these parts makes the compressor unable to start. Connected ventilator or anesthesia workstation switches to 100% oxygen when loosing air inlet pressure. Therefore, this situation is not-safety related, the alarms will be generated, and proper measures can be taken. Since no parts were returned for investigation, the root cause of the event has not been determined. This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. A correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required: d1 brand name: previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz; d4 version or model #: previous version or model #: compr mini 230v 50hz, corrected version or model #: 6481779; d4 unique identifier (UDI) #: previous unique identifier (UDI) #: missing, corrected primary di number: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor's capacitor for motor and mains inlet were found defective. There was no patient harm. Manufacturer's ref. #:(B)(4).